Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump became inoperable after the patient dropped it, resulting in a cracked, unusable touchscreen; data were synced prior to shutdown and the device will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed stress damage consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.